Event description:
A health care facility reported obtaining imprecise sequential readings on an adc meter. The customer reported that they obtained readings of 355 mg/dl and 104 mg/dl within a 10-minute timeframe. When plotted on a parkes error grid the results fell in the 'c' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The product was received and investigated and the complaint was not confirmed. No new issues were observed, all results were within range specification.